Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/11/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. A review of the downloaded data log found "shutdown receiver" errors related to the customer complaint. The receiver case was opened for further evaluation. Trouble shooting for the receiver battery was performed with an interior inspection and confirmed the control chip was damaged. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.